Event description:
As reported by the user facility: over infusion: pump set to run at 4ml/hr. The 1000ml of normal saline solution infused in 8 hours. Unk pt injury event occurred last year on (B)(6) 2012. IV bag and set still attached to pump. (B)(4).